Event description:
Approx 1 hr after checking infant being treated in subject device. A nurse returned to the room and found the infant on the floor. This incident resulted in a skull fracture to the infant, with "no other complications" reported. The unit was a rental unit and was inadvertently returned to rental agent and then retrieved. Upon inspection, door and door latches were found to be normal and operational. Rental agency reported to co that when they received the device, they inspected it and found the door and latches operated properly. The present condition of the pt is unk.